Event description:
A flexima catheter was going to be used for therapeutic purposes. Before the procedure, while unpacking, it was noted that the package was not properly sealed at the bottom. There were no complications or intervention reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. Product recall for compromised seal initiated 20 september 2006. Unknown/no information available from user facility. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. Date filed: 26 september 2006.